Event description:
Customer reported getting high readings from their freestyle meter. They performed comparison tests with the freestyle meter and results were 177 mg/dl and 146 mg/dl. Freestyle comparison results differ by more than 20% and meet the manufactuer's definition of a malfunction.